Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the lead. Externalized conductors were verified via diagnostic imaging. The physician electively explanted the ICD and capped the lead since the patient no longer required the system.

Manufacturer narrative:
(B)(6).